Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced kidney failure and urinary retention. During the procedure the original catheter had a poor shape and sometimes was not able to deliver ablation energy, so it was exchanged. The catheter appeared fine during preparation testing. After use in the patient, two of the catheter's splines were bunched and at least one petal was out of plain. The user also noted that the catheter would reach full flower "at mid handle". The procedure was completed successfully with the second catheter. After the procedure but before the patient was discharged it was noted the patient was experiencing urinary retention and kidney failure. The patient was admitted to the hospital and started on dialysis. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the physician determined that the patient's requirement for dialysis was solely based upon low cardiac output. Due to normal haptoglobin levels they do not believe the pfa procedure was related.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced kidney failure and urinary retention. During the procedure the original catheter had a poor shape and sometimes was not able to deliver ablation energy, so it was exchanged. The procedure was completed successfully with the second catheter. After the procedure but before the patient was discharged it was noted the patient was experiencing urinary retention and kidney failure. The patient was admitted to the hospital and started on dialysis. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.